Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. Evidence of the reported lcd issue was not present in the event history log. No problem was found with the pump lcd, however the pump was displaying "20201" error code alarm message during power up. A root cause for the alarm could not be determined.

Event description:
During investigation, a cadd-prizm® vip pump was found to be alarming with a "20201" error message. The pump had been returned for repair and investigation of an lcd display issue.